Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited consistently high shock impedance measurements. As result, an ambulatory shock test was performed on the patient. The test reveled a shock impedance of 132ohms. Additional chest x-rays did not show any anomalies. Engineering analysis revealed the measurements of vectors involving the right ventricular (rv) lead were higher than their counterparts. Boston scientific technical services (ts) suggested to continue monitoring or consider lead revision/replacement. A field representative confirmed the physician elected to continue monitoring the impedance as the patient is not dependent. The system remains in service. No additional adverse patient effects were reported.